Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between nov. 2, 2023 and jan 4, 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from the patient's left eye but reason for explant was not specified. This was replaced with a light adjustable iol a non-johnson and johnson iol. There were no medical interventions, no incision enlargement, no vitrectomy and no sutures required. No patient injury reported. The patient outcome is unknown. No other information was provided.